Event description:
It was reported that there were cracks on the insulin pump on the reservoir and battery compartment. The insulin pump was reportedly not dropped or bumped. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case on display window corners, a cracked lcd window, minor scratches on the lcd window, a broken reservoir tube lip, broken battery tube threads, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).